Event description:
It was reported that a blood-like fluid leaked from the head of the handpiece after the device was washed and sterilized. There was no patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The loaner handpiece was returned to the manufacturer for service and repair. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation has been completed.